Event description:
Reportedly, on (B)(6)2025, the device battery voltage is 2.88v. The use before date is 16-august-2026.

Manufacturer narrative:
The analysis of the subject returned device highlighted that, at reception, the battery voltage is at 3.0v and the device show a normal consumption. Review of the provided files shows that - the subject device was interrogated on (B)(6)2024. One charge at 42j was performed on (B)(6) 2024 (12s). - the interrogation or the charge switched the subject device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve. Upon reception, it was confirmed the device was switched into this specific mode. - no battery reforming took place on(B)(6) 2024 since the device had switched to this specific mode. - one interrogation and one charge were performed on (B)(6)2025 (13,3). - the event was reported on (B)(6) 2025. As described in the IFU ua10550, after a charge or a reforming, the battery voltage can be temporary below 3.0v. - additionally, the user answered ¿yes¿ to the pop-up asking to confirm the implantation, when in the end the subject device was not implanted. It is strongly recommended to accept the «implantation» pop-up only when the device is in the operation room ready to be implanted. The battery curve is consistent with the switch into the specific mode on (B)(6) 2024 and the last charge time performed on (B)(6) 2025. The cause of this behaviour could not be determined with certainty. The most probable hypothesis would be a software regression. This case is retained for trending purposes.